Event description:
Removal of dental implant for non-osseointegration. The clinician identified the reason of removal as failure-to-osseointegrate related to pt bone quantity.

Manufacturer narrative:
The device history records was reviewed and verified that the implant met specification.